Event description:
Epidural catheter was inserted (in or at 0825) for total hip replacement surgery and post-op pain control. At approx 2030 the catheter became occluded. The anesthesiologist removed the catheter and the tip was missing.